Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: thoracic disc herniation levels implanted : t11/12 it was reported that intra-op, the cage broke while the implant was being inserted with an impactor. No patient symptoms or complication were reported as result of this event.